Event description:
Information was received indicating that this ambulatory infusion pump the pump failed volume testing. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported problem found in the event history log. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump was further inspected and fluid ingression was found. The "failed volume testing" issue was caused by fluid ingression. The root cause of the issue was fluid ingression as a result of use of the device in a manner that is inconsistent with the operator's manual/instructions for use.